Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, side by side, using different finger sticks. Rptr's meter reading was 280 mg/dl, and the hcp meter (type unknown) reading was 280 mg/dl. Rptr did not have any symptoms. During followup, the rptr had testing technique difficulty, and was placing blood sample on wrong side of test strip. No harm was alleged.